Manufacturer narrative:
Follow-up #1 date of submission 07/12/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/22/2016 with the following findings: during testing, the pump was powered on and intermittently emitted appropriate vibratory alerts; the complaint was duplicated. The pump case was removed, and corrosion due to moisture was found on the printed circuit board, causing the vibration issue. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently emitted appropriate vibratory alerts. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.